Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached the elective replacement indicator due to an extended out of range charge time of 24.6 seconds and a battery voltage of 2.56v. The device was removed and replaced. The device was given to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.